Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The root cause could not be identified. Additional information has been requested. (B)(4)

Event description:
A doctor of ophthalmology reported that a patient experienced glistenings after a bilateral cataract surgery with intraocular lens (iol) implant. Additional information has been requested. This is one of two reports being filed for the same patient. This report is for the patient's right eye.